Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not review the device history record of the subject device because the serial number of the subject device is unknown. Omsc surmised that the subject device could not be turned on due to failure of the circuit board and the image of the subject device was not displayed due to failure of the main circuit board. The exact cause of the circuit board and the main circuit board failure could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image of the subject device was not displayed and the main circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned on. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.